Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that when the self-adhesive of the headset was removed, a piece of the cannula remained in the patient's body. The patient's mother removed the cannula with tweezers. No adverse event was reported. The infusion set was requested to be returned for product evaluation.